Event description:
The customer reported that a stem cell donor was undergoing a mononuclear cell collection for stem cells. At 10 minutes into the procedure, the donor developed sneezing, itching, redness and swelling of the right eye to the point of it being swollen shut, numbness in the mouth and chest tightness. Vital signs were stable and pulse oximeter oxygen levels were 100%. The donor was given benedryl 25 mg IV per the attending physician's order. The attending physician feels the reaction was an allergic reaction to the ethylene oxide used to sterilize the disposable set. When the symptoms occurred the procedure was terminated without rinseback. The procedure was not restarted. The collection facility advised the donor to let her physician and anyone involved in providing her medical care know about this allergic reaction that occurred and the possibility of an allergy to ethylene oxide. The full patient ID (B)(4). This report is being filed due to medical intervention in the form of IV medication.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the results of the investigation did not turn up any conclusive evidence that the set was defective. Based on the physician's input and the description of the event, a possible cause for the donor's symptoms may be related to a developed eto sensitivity in the donor.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was received back from the customer. The set was visually inspected for kinks, occlusions, misassemblies, and defects. None could be found. Upon visual inspection it was noticed that a fenwal bag was attached to the plasma line of the set. It was also noticed that a blood warmer that is not sold by terumo bct was attached to the return line. The results of the investigation did not turn up any conclusive evidence that the set was defective. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.